Event description:
Our affiliate is reporting that during a femoral fixation of acl soft tissue grafts, three absorbable interference screws broke during insertion into the bone. The surgeon attempted to remove the screw fragments by ablation and wash, but microfragments remained in the intra-articular space. No other screws were used, the details about how the surgeon has completed the case were not forthcoming. The patient is in good health, there was no consequence to the patient. (See also associated mdrs 1221934-2007-00263 and 1221934-2007-00264)

Manufacturer narrative:
The complaint devices were received and evaluated, both with the naked eye and under magnification. The distal tips of the threaded screws had each broken off at the first or second thread. Not much can be discerned from this, the complaint details are vague (no graft, tunnel information). Because of this a root cause could not be determined. From an engineering perspective, hard bone and/or ann undersized tunnel may have contributed to the incident. Furthermore, batch record reviews have been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that these batches of product were processed without incident, and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for lots of devices that were released to distribution. Screw micro-fragments remain in the patient's joint space, and we do not know what effect this may have, if any, on the patient. A report is being filed to document this event. No further action is warranted at this time.